Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that mild paravalvular leak (pvl) occurred, resulting in the post bav. One inflat ion was performed for approximately three seconds. The inflation device was a syringe, and the balloon was inflated to nominal pressure, approximately 27 ccs. There was no report of an annular rupture or bioprothestic leaflet damage. The valve dislodged to the asc ending aorta.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post-implant balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) n on-medtronic balloon. The balloon ruptured and during the removal of the balloon, the valve dislodged.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop34; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had moderately calcified anatomy. One valve ((B)(6)) was implanted; however, the patient required the implant of a second valve ((B)(6)) on the same day. The second valve was implanted successfully. No extended hospitalization or other intervention was reported. No additional adverse patient effects were reported.